Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which layer of the perineum was vicryl plus suture used on? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was suture initially placed (interrupted or continuous)? Unk. What medical intervention was performed to treat the ¿rejected by tissue¿? Unk . Can you explain ¿hospital made treatment¿? Unknown detailed medical treatment method, just general ones . Other relevant patient history/concomitant medications unk. Do you have representative samples/ product to be returned, return date, tracking information? No . What is physician¿s opinion as to the etiology of or contributing factors to this event? Suture issue, because similar suture rejection issues occured on different patients intensively. The patient demographic info: weight, bmi at the time of index procedure unk . What is the patient current status? Stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please make 3 attempts to obtain the following information: which layer of the perineum was vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What medical intervention was performed to treat the ¿rejected by tissue¿? Can you explain ¿hospital made treatment¿? Other relevant patient history/concomitant medications do you have representative samples/ product to be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient demographic info: weight, bmi at the time of index procedure what is the patient current status?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used on the perineum. The patient experienced suture rejection on (B)(6) 2018 with suture extruding from the skin. The hospital provided unknown treatment. The patient current status is unknown. Additional information has been requested.